Event description:
Procedure: wedge resection. The device was fired but when the black knob was pulled to open the jaws the dlu disengaged from the instrument and was stuck on the tissue. A second staple cartridge was loaded onto the stapler but the same problem occured. The surgeon opened the thorax, opened the jaws of the dlu with a surgical instrument then retrieved the dlus. The firings were performed properly but reinforced the tissue with hand sewing. The facility noted that the devices were improperly loaded which would lead to the reported events.